Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the reported adverse event. A visual inspection of 20 companion samples was conducted in accordance with post market surveillance sample control. The visual examination did not observe any product defects or abnormalities.

Event description:
Consumer reported she experienced tss symptoms while using the tampons in january. She became light-headed, nauseous, developed a high fever (104 degrees), chills, redness of the skin, low blood pressure, and tingly hands. She was brought to the ER and hospitalized in the ICU for three days. CT scans and abdominal ultrasounds were performed. She was diagnosed with septic shock and given five different IV antibiotics and blood pressure medications. Her symptoms resolved a few days after and she was discharged. A month later she developed some of the same symptoms again while using the tampons. She took ibuprofen and tylenol for her aches and fever and returned to the doctor where she had blood work, a urine culture and a vaginal swab. The culture results showed streptococcus b. She was also diagnosed with thrush. Doctor was still unsure of what caused the septic shock. She was advised to never use tampons again. She reported her symptoms have resolved.